Event description:
It was reported that the patient never had effective stimulation. Surgical intervention was undertaken wherein the system was explanted.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000141557. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.